Manufacturer narrative:
D9: product received date 8/20/2024. H3: one device was returned for repair in overall good condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Customer complaint of air in line alarm was confirmed in the event log but unable to be replicated. The device underwent accuracy and functional testing with no issues identified. The complaint is likely causes by user error.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device detected air in the line and alarmed. Per reporter, the device displayed a residual of 7.3ml of chemotherapy left to infuse and yet completed approximately 3hrs 20mins early. Th event occurred at hospital while in use with patient. There was patient involvement and no patient harm/adverse event reported.